Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic external driveline damage was confirmed via images provided by the account. Review of the submitted log file data showed the system operating as intended at the fixed speed. The submitted log file contained data spanning from 15dec2020 at 22:46:51 to 08jan2021 at 11:49:08, per the timestamp. No notable alarms were captured. The account communicated that the patient has a known suspected short-to-shield issue with multiple areas along their driveline that are very badly twisted/broken. Most of the patient¿s driveline has rescue tape and there are some areas with tears to the silicone sleeve. The patient had a clamshell repair and an external driveline repair (related manufacturer report number: 2916596-2016-01740) performed in the past and the center was wondering if there were any further actions they could take while the patient awaits a potential heart transplant. An abbott technical service representative communicated that the cosmetic damage to the driveline¿s silicone sleeve could be repaired as needed with rescue tape and also recommended the continued use of an ungrounded patient cable/monitoring of the short-to-shield issue. The patient remains ongoing on vad-57147 and no further events have been reported at this time. Additional information was requested from the account; however, none has been provided at this time. The heartmate ii left ventricular assist system instructions for use (IFU) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. Review of the relevant sections of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 17feb2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient with a known short to shield along with multiple areas along the driveline which were found to be twisted and broken had additional tears in their driveline. Images were sent along with a log file which showed that the driveline monitoring values appeared to be in normal range, the images determined the damage to be cosmetic only. It was recommended to repair the cosmetic damage with rescue tape and continue to monitor the patient. No additional information was provided.